Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the patient was on an impella ld for hemodynamic support. While on support the patient experienced bleeding issues and it was reported that the patient may have lost over 300 milliliters of blood, and the device exhibited a suction alarm. The patient was administered bicarb in the purge, 1 unit of packed red blood cells, 2 units of fresh frozen plasma, 7 units of albumin, 2000 fieba, and b12. Additionally, the patient experienced, atrial fibrillation (a-fib) with no specified resolution. It was reported that the patient survived normal explant of the device and the procedure.